Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) unit failed battery test. There was no patient involvement.

Manufacturer narrative:
The getinge fse who found the issue, replaced the batteries. The unit was returned to the customer and cleared for clinical use. The following investigation was performed by the technician of the failure analysis and testing department (B)(6), nj. The failure analysis and testing department installed lead acid batteries, with a report that the unit has a battery short run time. Performed visual inspection of the lead acid batteries per the cs300 service manual and found no visual damage and the part looks to be in good condition. Installed the lead acid batteries into the failure analysis and testing department cs300 test fixture for testing of the reported problem. Performed and tested the lead acid batteries in accordance with procedure and the cs300 service manual. Performed all test in an attempt to recreate the reported problem. The tests did trigger the reported problem and the unit has a battery short run time of 55 minutes and the specification run time is 135 minutes. The failure analysis and testing department was able to verify the failure. Retaining the lead acid batteries in the failure analysis and testing department per procedure.